Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) device was explanted and replaced as the implantable pulse generator (ipg) presented increased charge burden. Electrocautery was used. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well and reported receiving good pain coverage.